Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their lead moved so they had a lead revision in (B)(6) 2021. Patient denied any recent trauma/falls. Patient reported they noticed that the implant wasn't working all the time so they had an x-ray done "about a year ago" and they noticed one of the leads had moved. Patient stated the healthcare professional wanted to leave it unless it became an issue and patient reported it became an issue so they did the lead revision in (B)(6) 2021. Patient mentioned they got implant in 2018. It was determined at end of call that patient was implanted in (B)(6).